Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The valve was visually inspected; no defects noted. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks noted. The valve was reflux tested and passed. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records could not be performed, as no lot number information was provided. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI -- (B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
It was reported that the certas valve was implanted on (B)(6) 2018 via l-p, and the initial setting was 5; however, there was no improvement of inph. Therefore, the setting was changed from 5 to 4. Then the size of the ventricular did not change, so the surgeon attempted to change the setting from 4 to 3. However, the setting did not change. On (B)(6) 2019 the setting was changed from 4 to 3, but also inversion of the valve was confirmed by x-ray images. The valve pumping, trouble shooting, and cerebrospinal fluid imagining could not be done. The csf protein level was unknown. No permeation of blood or debris to the cerebrospinal fluid was confirmed. No further information was provided by the hospital. The product will be returned to your site.